Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's mother reported via phone call of issues with the customer's insulin pump. The mother states the pump had issues with partial display and audio beep anomaly. The mother states the buttons were unresponsive. The customer's blood glucose level was 135mg/dl. The customer had not received any error messages. Troubleshoot was conducted. The customer was advised the pump would be replaced and returned for analysis.

Manufacturer narrative:
The insulin pump was received with stuck in full segment display and constant tone due to faulty connector on interface board. We were unable to verify for missing segment/partial display, button unresponsive and unable perform functional check including rewind and basic occlusion, occlusion, prime, excessive no delivery, displacement, self-test, unexpected restart test and all operating current measurement due to stuck in full segment display. No damage on keypad traces noted. The insulin pump was received with minor scratched display window, cracked case at display window corners and cracked reservoir tube lip.